Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, battery out limit, low battery or failed battery test alarms noted. The insulin pump had intermittent button response due to corroded keypad traces. No moisture damage on electronic assembly during visual inspection. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The mother reported via phone call that the insulin pump was exposed to moisture. The mother reported the customer went into the pool while connected to the insulin pump. Customer's blood glucose was 199 mg/dl. The customer also reported a button error alarm occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.